Event description:
Consumer reported complaint for the trueplus single-use insulin syringes; complaint was reported via e-mail. Customer stated that in the past six months she has experienced issues with the 30g syringes needles being "burred"; customer compared them to being like "fishhooks." Customer also stated that there have been syringes that did not have the needle caps and the needle tips were protruding out of the packaging. Manufacturer attempted to contact the customer via telephone to obtain additional information and be able to assist with the initial concern - unable to establish contact with customer at this time. Manufacturer sent e-mail response to customer and provided report reference number.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Product information/lot number not provided; supplier unable to investigate. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.